Event description:
It was reported that the left ventricular (lv) lead had intermittent impedance rises. The right ventricular (rv) lead was functioning appropriately; however, the physician chose to cap and replace the lead in order to provide the patient with a reliable pacing lead. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.